Manufacturer narrative:
Analysis was normal. No anomaly was found.

Event description:
It was reported the patient received an alert for high, out of range, high voltage lead impedance. Lead was explanted and replaced. The patient was well following the procedure.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.